Event description:
The customer reported via phone call that they experienced difficulties with three infusion sets that did not work. The customer explained that they received the no delivery alarm. The customer's blood glucose was unknown. The customer was unable to perform troubleshooting because the alarm had been resolved by a complete set change. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer was advised that replacement supplies would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.